Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: "endocarditis after interventional repair of the mitral valve: review of a dilemma." (B)(4).

Event description:
This is filed to report endocarditis and chordal rupture. It was reported through an article identifying patients who developed infective endocarditis (ie) after the mitraclip procedures. Details are listed in the attached article titled "endocarditis after interventional repair of the mitral valve: review of a dilemma." The second patient developed infective endocarditis (ie) and had ruptured chordae with adherent material on the clip and presented with fever 5 weeks after the interventional repair. The patient underwent surgery and the 1-year follow-up was reported as being uneventful. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of endocarditis, fever, thrombosis and mitral valve injury/tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.